Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is leaking helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a daily routine check, the cardiosave intra-aortic balloon pump (iabp) was found with a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse confirmed the leaking in the helium reservoir assembly. The fse resolved the issue by replacing the helium reservoir assembly. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.